Manufacturer narrative:
(B)(4). Baxter received the device in question. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported that error code 322 alarms were found in the device history log. There was no pt incident reported.